Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the customer discarded the pump segment of the catheter.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine via an implantable pump for unknown indications for use. It was reported that the patient was not getting pain relief and they had a volume discrepancy at the time of their refill today. There were no external factors involved. A dye study was scheduled for (B)(6) 2024. The event was not resolved. It was unknown if surgical intervention was planned. Additional information received from the company representative reported that the reservoir had been filled/programmed with 20 ml but the reservoir was found to have more than expected volume at the refill (actual volume was 18.2 ml, expected volume unknown). The cause of the volume discrepancy was catheter occlusion as the catheter was unable to be aspirated during the dye study. The patient is being scheduled for a catheter revision.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial#(B)(6), implanted: (B)(6) 2022, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-oct-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) via the healthcare provider (hcp) regarding a patient who was receiving dilaudid (hydromorphone) 250.0 mcg/ml at 110.0 mcg/day via an implantable pump for unknown indications for use. Patient had pain come back when previously the pump had been helping with her pain. She was brought in to have exploratory surgery to see if there was anything wrong with the catheter. It was found the catheter was coiled up super tightly causing medicine to not go through. The physician thought the pump had flipped multiple times in the patient's pocket site causing this. The original pump was not sutured in to place and therefore flipped in the pocket multiple times. The pump segment was removed and a new pump segment was added. At this time the catheter became patent again. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.